Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of foreign matter "plastic or metal piece" was found in the barrel of a bd¿ 3 ml bd luer-lok¿ syringe with blunt fill needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one loose 3ml assembled syringe with needle was received by bd and reported to be from unknown batch#, possibly 8064738, 8033815, 8011510 (p/n 305060). The sample was visually evaluated. The syringe was found to have foreign matter in the syringe fluid path. The foreign matter observed was made up of a mixture of white and black fibers. The foreign matter is larger than level 3 in size which is a rejectable condition at bd canaan. Based on the evaluation performed, the defect is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. DHR review for batch 8011510 (p/n 305060): manufacturing dates: 01/13/2018 to 01/14/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8011510 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 8033815 (p/n 305060): manufacturing dates: 02/23/2018 to 02/24/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8033815 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 8064738 (p/n 305060): manufacturing dates: 03/21/2018 to 03/22/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8064738 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.